Event description:
It was reported that the patient has intermittent high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient has intermittent high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that patient was scheduled for generator replacement. High impedance was seen during surgery and lead was reinserted. High impedance was still seen. Generator was tested using test resistor and no issues seen. Patient did not consent to lead revision therefore device was not replaced. The generator was not replaced and the device was disabled. No further relevant information has been received to date.